Manufacturer narrative:
No button error alarm noted. The device had no button response due to corroded keypad traces. The device had cracked reservoir tube.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed button error. Customer was unable to clear the alarm. The alarm was explained to the customer. The device was exposed to sweat. No further information reported.